Manufacturer narrative:
Follow-up #1; date of submission: 11/29/2016. The device has been returned and evaluated by product analysis on 11/02/2016 with the following findings. A review of the pump¿s black box revealed multiple loss of primes with zero force. The rewind, load and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no loss of prime or alarms occurring. The force sensor calibration test confirmed the force sensor was detecting the correct force. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the pump was opened and there was moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.